Manufacturer narrative:
The devices have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. *this is one of two reports (3007042319-2013-00182 and 00183) submitted for devices related to the same event.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. The battery passed all functional testing. There is no evidence to suggest a device malfunction. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00182 and 00183) submitted for devices related to the same event.

Event description:
Twelve months after hvad implant, the site reported that the patient experienced power source change in the controller earlier than expected in two batteries. Preliminary logs files review showed short pump stops. After replacing the batteries the problem was resolved. No harm or injury to the patient was reported as a result of this incident.